Event description:
Customer reported issues with the insulin pump. Customer states that she got an alarm and she can't seem to clear it. Furthermore, s screen of the insulin pump is frozen. The blood glucose reading is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).